Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was not alarming with insulin flow blocked alarms during a high pressure test. The customer¿s blood glucose level was 100 mg/dl to 120 mg/dl at the time of the incident. The customer used food to treat the low. Troubleshooting was not completed. The insulin pump will be returned for analysis.